Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During femoral vein insertion, when blood return was aspirated, blood leakage from the valve was observed. The sheath was replaced, and procedure was completed with no patient complications. The sheath is not expected to be returned as it was discarded.